Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there was no complaint of the same event and the same model device was raised from the user facility in the past. There was no report that the subject device was used for procedure while the suggested event occurred the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU provides the following: - inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. - inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function during pre-cleaning the reprocessing manual states: - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. During manual cleaning the reprocessing manual states: - manually cleaning the endoscope and accessories clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation confirmed the reported "blockage in the air/water channel" as a blockage was present in the air/water nozzle at the distal end. The foreign object appears to be a white plastic type material of which did not originate from the olympus endoscope. Additionally, the water volume, water removal, and angulations are out of specification. The adhesive from both the light guide and objective (ob) lenses at the distal end are worn. The ob lens is chipped, the bending section cover glue is lifting and there is play from the angulation/control knobs. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okm) was informed by the user facility that blockage was observed in the air/water channel of the evis lucera elite gastrointestinal videoscope during an unspecified gastroscopy procedure. The procedure was completed using the same scope. No infectious diseases, patient injury or harm reported. The scope was returned to the regional repair center and upon evaluation, foreign debris was found protruding from the air/water nozzle at the distal end of the scope.